Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and a33 alarm during basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime and drive support cap was loose and was sticking out. Troubleshooting was done. Customer's blood glucose was 176 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.